Event description:
It was reported that the patient with this neurostimulator (ins) had surgery to explant their ins and tined lead due to insufficient therapy. After many reprogramming attempts, the patient decided they wanted to remove their device. Per the physician, the device or the procedure did not contribute to the patient complication. Additionally, the patient said they were not getting symptom relief. There was no patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1s943087, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.